Event description:
It was reported the syringe was put down after inflating the balloon and the balloon was not deflated. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with and attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and remained inflated for 5 minutes without leakage. The balloon deflated within 1 seconds without a syringe attached, which is within the allowable specification. The balloon also deflated fully with the returned syringe attached. Per IFU, ''passively deflate the balloon by removing the syringe from the gate valve.'' All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed at 10x magnification. The complaint of deflation difficulty could not be confirmed during the analysis; the balloon functioned normally during testing. The end user indicated that the gate valve was unlocked; however, the balloon did not deflate. The product directions for use state: advance the catheter until pulmonary capillary wedge pressure (pawp) is obtained, and passively deflate the balloon by removing the syringe and opening the gate valve. Do not forcefully aspirate with the syringe, as this may damage the balloon. After deflation, reattach the syringe to the gate valve. There are no indications that any manufacturing issues contributed to the complaint; however, it is not known if any procedural factors may have contributed. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.